Event description:
It was reported in a right transcarotid artery revascularization (tcar) procedure, a dissection occurred on the internal carotid artery during insertion of the enroute 0.014'' guidewire. The physician placed an additional abbott stent distally to resolve the issue. The condition of the patient is stable.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.